Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre readers, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc sensor. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer called emergency services and after obtaining a hcp meter reading of 30 mg/dl, the customer was taken to the emergency room. Customer reported experiencing hypoglycemia with symptoms described as fatigue and headaches and was unable to self-treat, requiring healthcare professional administration of insulin tablets and unspecified medication for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.